Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device had unresponsive all buttons due to unlocked j2/lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify failed batt test alarm due to unresponsive button. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump buttons not working. The customer¿s blood glucose level was 282 mg/dl. Customer was advised to observe time clock for one minute to verify if time advances and they stated that they were unable to see. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.